Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications. A review of the event trace indicates that the reported event, shut down, was last logged on (B)(6) 2018. The alarms logged were "intrrpt2", "intrrpt1", and "ln vent1." As a precaution, the service technician replaced the power board and main board.

Event description:
It was reported to vyaire that the lap top ventilator 1200 completely shut down while connected to a patient. The patient was immediately removed and placed on a different ventilator. The customer confirmed that there was no patient harm associated with the reported event.